Event description:
The customer reported that the left monitor was not working. This resulted in a total loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The voltage on monitor power supply was evaluated and readjusted. The fuse was replaced. The system was tested and found to be working as intended and returned to service.